Event description:
It was reported that a balloon rupture occurred. The non-stenosed target lesion was located in a moderately calcified and moderately tortuous artery of the abdominal aorta. A 33/7/2/100 equalizer balloon catheter was selected to treat blood flow interruption through the large arteries. The balloon was inflated four times and ruptured during the fourth inflation at an unspecified atms. The procedure was completed with this device. No patients complications were reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).